Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated.

Event description:
Patient was revised to address dislocation. The sales rep also noted that a previously-removed metal-on-metal hip had destroyed the muscle around the hip, making it weak.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records for products 121725500 and 121715500 lots c445263 and d00456053 did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining provided product and lot combinations since their release for distribution. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. (B)(4). Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.